Event description:
It was reported that during loop electrosurgical excision procedure (leep). The competitor's loop disintegrated and did not effectively cut through the cervix. When physician pulled loop out, it appeared the wired loop had disintegrated. This resulted in the physician needing to use the next size loop to obtain the cervical specimen. This did not cause more harm to patient however caused physician to obtain larger specimen than what was actually required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).